Manufacturer narrative:
Additional information g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/31/2024, it was reported by a sales representative via phone that an ar-4020c-08 bio-composite screw would not hold fixation, surgeon upsized the screw to ar-4030c-08 and screw would not hold fixation. This occurred during use in a case with no patient effect. Case completed using ar-4020c-09 screw to complete fixation. Delay in case 5 minutes.